Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a unknown sized thoracic aortic aneurysm. It was reported that during the index procedure, when the proximal device (vnmc3737c223tj) was implanted, after the 4th stent was released, the device was implanted at a position approximately 1.5 cm away from the planned implantation place due to the impact of the blood flow. As a result, the landing length became insufficient, and minor type ia endoleak was confirmed. Rapid pacing was then introduced. As per the physician the cause of the event was that the patient's blood pressure was difficult to control and was not controlled successfully. No additional clinical sequalae were provided and the patient will be monitored.